Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch ultraeasy meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred at 5-5:30pm on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿371 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient stated that they manage their diabetes by self-adjusting their insulin dosage and took their normal dosage of insulin based on the result of ¿371 mg/dl¿. The patient reported that 2 hours after this they developed symptoms of ¿sweating and shaking¿. The patient informed the cca that they self-treated these symptoms with food and/or drink at 7pm. At the time of troubleshooting the csr noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.